Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Hildick-smith, d. J., khan, z. I., shapiro, l. M., & petch, m. C. (2002). Occasional-operator percutaneous brachial coronary angiography: first, do no arm. Catheterization and cardiovascular interventions, 57 (2), 161-165. Doi:10.1002/ccd.10329. As noted in the publication hildick-smith et al occasional-operator percutaneous brachial coronary angiography: first, do no arm; catheterization and cardiovascular interventions 57: 161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and wound oozing occurred in two patients necessitating overnight stay. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. Given the limited information provided, and without the return of the device for analysis or procedural films, the reported event ¿wound oozing¿ could not be confirmed and the exact root cause could not be determined. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are also likely contributing factors. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this complication. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication: hildick-smith et al, occasional-operator percutaneous brachial coronary angiography: first, do no arm; catheterization and cardiovascular interventions 57:161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and wound oozing occurred in two patient necessitating overnight stay.